Event description:
Info received indicates, the head section cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.